Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d314trg implantable cardioverter defibrillator, (B)(6) 2012, 4076 implantable pacing lead, (B)(6) 2007. Product event summary - the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There was one patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2013. The programmer save to disk data shows one alert for "left ventricular tip to right ventricular coil lead impedance greater than 3000 ohms" on (B)(6) 2013. There were three patient alerts for out of tolerance subthreshold lead impedance between (B)(6) 2013. The programmer save to disk data shows three alerts for "right ventricular defibrillation lead impedance greater than 200 ohms" between (B)(6) 2013. There were three patient alerts for out of tolerance subthreshold lead impedance between (B)(6) 2013. The programmer save to disk data shows three alerts for "superior vena cava coil lead impedance greater than 200 ohms" between (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient came to the clinic after hearing an alert for high impedance on the right ventricular (rv) and superior vena cava (svc) coils. There is a possible lead fracture. There could also be a connection issue on the device. The rv lead was capped and replaced. The device is still in use. No patient complications have been reported as a result of this event.